Manufacturer narrative:
(B)(4). Results: arterial dissection. Anatomy related; small access vessels. Guide wire. Neck diameter <(><<)>19mm. Conclusion: anatomy related; small access vessels. Arterial dissection. Guide wire. Neck diameter <(> <<)>19mm.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a fusiform 76mm diameter and 119mm in length abdominal aortic aneurysm. The proximal neck was 17 mm in diameter and 27 mm in length. The left common iliac artery was 11 mm in diameter and the right common iliac artery was 12 mm in diameter. The right external iliac artery measured 5 mm in diameter and the left external iliac artery measured 4 mm in diameter. The right internal iliac artery measured 14 mm in diameter and the left internal iliac artery measured 14 mm in diameter. It was reported that a dsa pigtail catheter was inserted just above the renal artery from the left femoral artery experiencing difficulty. During the procedure a dissection was made by the guide wire. The guide wire had penetrated the false lumen; the guide wire was inserted from the right femoral artery and moved to left external iliac artery through the junction. The blood flow to the left leg confirmed there were no pulse in the left leg so two bare metal stents were implanted and the procedure was completed successfully. The dissection occurred prior to the stent graft being implanted. No additional clinical sequelae were reported. Physician¿s comment: because of the narrow vessel the injury with the guide wire and the dissection occurred. As the blood flow has recovered with the bare metal stent there should be no problem.